Event description:
It was reported that the patient was not using the pain stimulator. It was noted to not really help. The battery was thought to be dead. It was felt that it ¿just didn¿t work.¿ follow-up was performed to determine if any troubleshooting had occurred, if a cause had been found, if any intervention occurred or was needed, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3708360, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3708360, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3998, serial# (B)(4), implanted: 2005-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).